Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the needle did not retract back into the pod.

Manufacturer narrative:
The device was received partially deployed. The pink slide insert was visible through the viewing window and linkage assemble was observed to be fully retracted. Formed needle was observed to be extending beyond the needle well. Upon opening the pod, the needle was observed to be dislodged from the slide retract. Damages were found to the slide retract and the formed needle implying that the hard cannula was incorrectly installed. The incorrectly installed hard cannula caused the exposed needle and the reported pain.the product was returned with a different lot number than was reported and noted on the initial MDR. Correction to d(4): lot number changed from unavailable to l71193. Expiration date changed from unavailable to 9/24/2022. Correction to h(4): device mfg date changed from unavailable to 3/24/2021. Unique identifier (UDI) # changed to (B)(4).